Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.